Event description:
Customer reported unexpected negative results with cell I of panoscreen, lot 45561 when testing a pt sample with a history of anti-d detected. Testing was performed using a gel method.

Manufacturer narrative:
None of the customer's testing was performed using tube testing. The package insert instructs the user to perform testing using the tube method. The package insert further warns the user that false results are possible if there are deviations from recommended test procedure. Returned and retention cell I, from panoscreen, lot 45561, were tested with a variety of manufacturers' anti-d blood grouping reagents. The expected reactivity was observed in all testing. Sample was returned for investigation testing. The customer's sample was tested with returned and retention cell I, panoscreen, lot 45561, using immuadd and peg as the potentiators. No reactivity was observed. The sample was tested with retention cell ii, from panoscreen, lot 45561, and cell I, from panoscreen, lot 49648, using immuadd as the potentiator. The sample exhibited microscopic reactivity with retention cell ii and no reactivity with cell I. It appears that the sample's very weak antibody is at or below the threshold of detection. The package insert states, "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed." The event appears to be related to the nature of the sample.